Manufacturer narrative:
Result: wrong footboard was installed to the bed.

Event description:
It was reported by service report that the bed exit module was blinking and would not set. It is unk if there was pt involvement. However, no adverse consequences were reported.